Manufacturer narrative:
It was reported approximately 7 weeks after the patient had the vivistim system implant that the generator and lead (partial; electrode left on nerve) needed to be explanted due to infection at the chest/generator site. Device history records were reviewed for both the generator and lead. Both were verified as properly sterilized prior to distribution and passed all quality control measures. Product return has been requested but is not necessary as infection is a common adverse event for implantable devices (reported in 0.5% to 3% of common device implants) and was also reported in vivistim studies. Also - other devices (sutures, surgical tools such as retractors, blades, forceps) were utilized in the implant procedure and could be responsible for the infection (as well as infection control procedures by hospital personnel). Infection is not related to the functionality or delivery of therapy of the device. There was no systemic injury to the patient or device malfunction. The patient had a removal surgery performed due to an infection at the chest (ipg implant site). Note: this information was communicated to FDA via email and phone on friday, april 28. However, the webtrader account was still in test mode and therefore the official form 3500a was not able to be sent via our webtrader account until (B)(6) 2023, when we received the production account. The email communication on the account and phone record are attached.

Event description:
Patient #2 at usc-keck patient (usc/keck 02) was implanted on (B)(6) 2023. A chest infection occurred and was reported on (B)(6) 2023 and the vivistim system (ipg sn 757; lead sn (B)(6)) was explanted on (B)(6) 2023. Both ipg (sn (B)(6)) and lead (sn (B)(6)) sterilization records were reviewed and verified as completed; both devices passed all specifications prior to distribution. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device since sterilization records were verified.